Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was found when the plunger was removed¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 3 additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using four proglide devices with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, when the plunger was removed, no suture was found on the four proglide devices. Manual arterial compression was applied to achieve hemostasis. The patient was safe without any problem. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.